Event description:
Complainant alleged that while attempting to treat a patient (age and gender unk), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Additionally, the clinician noted that the pads were not properly adhering to the patient's skin. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.